Manufacturer narrative:
E1: ptient's city: (B)(6) patient's country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event of leakage of infusion set on (B)(6) 2025. No further information available.